Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer changed the infusion set and cartridge. Insulin delivery was resumed. Blood glucose was 405 mg/dl. As the pump supplies were changed, tandem technical support was unable to determine a cause of the occlusion.